Event description:
Litigation alleges that the patient suffered from radial nerve damage possibly related to the improper storage and mixing of the cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the x-rays did not identify any product contribution. It would be reasonable to conclude that this was a combination of user error, surgical process and surgical technique. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. The retained samples for lots 3205038 and 3029645 were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results were reviewed and they are all within specification. No retained samples for lot 2648090 were available due to the age of the batch. Review of the device history records for lot 2648090 found no non-conformances; final micro and sterility tests passed. Review of the device history records for lots 3205038 and 3029645 found one unrelated non-conformance; final micro and sterility tests passed. Review of the medical records found discussions that appear to point out the cement products were not stored properly and were not at optimal conditions at the time of use. IFU¿s obtained regarding these products directly cautions surgeons to be familiar with the products and there use as well as notes that products should be stored at approximately 73 degrees and should be in that stable environment at least 24 hours prior to use. IFU¿s note that high viscosity cements are fast-setting and that the surgeon should, by specific training and experience, be thoroughly familiar with the properties, handling characteristics and application of antibiotic bone cements. Additional comments found the surgeon stated it was a combination of room temperature, humidity, as well as mixing time. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.